Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles as well as a reservoir leak. The customer reported high blood glucose levels but they don't provide their blood glucose value. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer would like to send the reservoirs back for analysis. The insulin pump will not be returned for analysis.